Event description:
It was reported that following an atrial tach right side procedure, the patient had a "skin abrasion" at the point of the indifferent electrode placement on the patient's back. The patient return electrode was a single patch valleylab. Due to the limited information provided to us, the severity of the skin burn and the treatment and outcome for this patient adverse event remain unknown.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed the concomitant products: carto 3 model # m-4800-01 serial # (B)(4). Navistar model # unknown lot # unknown (disposed). (B)(4).

Manufacturer narrative:
Additional information provided by bwi representative: the patient required medical intervention for the skin abrasion. (B)(6). (B)(4). There are two serial number available since customer cannot get serial number due the incident was reported 2 weeks after the case, and customer has multiple stockerts there was no way to determine which one was in use. It was found that for (B)(4) it had a wrong initialization and for (B)(4) no errors were found during the service, functional and safety tests were performed and the units were found functional. The device history records for stockerts serial number (B)(4) show that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.